Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed disconnection from the effluent pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent tubing of a prismaflex hf20 set became disconnected during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.